Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the lead had moved. The lead was revised and replaced. The patient was getting good coverage and optimal pain relief post revision.

Manufacturer narrative:
Concomitant medical products: product ID 3550-09, lot# lc3643, implanted: (B)(6) 2006, product type: accessory; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension; product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 3982, serial# (B)(4), implanted: (B)(6) 1995, product type: lead; product ID 7435, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins battery had normal end of life. Telemetry and output were okay. Analysis of the lead (s/n (B)(4)) found no anomaly.

Event description:
It was confirmed that the patient was scheduled for a lead revision on (B)(6). The patient was not using the system.

Event description:
It was reported the patient began experiencing no stimulation sensation and a loss of therapeutic effect the morning of report. It was stated that as a result the patient experienced increased baseline pain in their lower back and their left and right legs. It was further stated the patient ¿couldn¿t get up because the implant was not working.¿ it was noted the patient had previously broken their foot and their foot had been in a boot for three months at the time of report. It was stated there had been no other known lifting or bending. Additional information stated that following a fall in (B)(6) 2014 the patient¿s stimulation pattern changed ¿from bilateral to the right side only.¿ it was reported the patient experienced both a loss of stimulation/therapeutic effect and stimulation in the wrong location. It was noted the patient had been sent for surgical consultation on a revision procedure and that the action was not taken yet, but planned. It was stated the patient experienced less than 50% therapy relief at their lead location. It was noted that x-rays, impedance testing, and reprogramming had been performed. Additional information has been requested. A supplemental report will be filed if additional information is received.

Event description:
It was confirmed that there was no infection present. They sent off to lab to see if anything growing in substance and nothing was. The system was fully revised. No cause determined. The device was returned to the device manufacturer. Post revision the patient was doing well and getting effective therapy.

Event description:
The patient's health care provider (hcp) additionally reported that prior to the replacement procedure the device was programmed at length on (B)(6) 2014. Allstimulation pattern was programmed to the right side with no stimulation pattern on the left. The x-ray showed a right side lead migration.

Event description:
It was later reported that the device was reprogrammed on (B)(6) to stimulation all on the right side. Impedances were checked at the time of reprogramming and all were within normal range. An x-ray was performed prior to reprogramming. Image shows lead to be right of midline. The patient was scheduled a surgical consult for (B)(6) to discuss possibility of revision at that time. The patient has the ins turned off. It was noted that the device did provide a 50% or greater symptom reduction.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the patient had problems with the stimulation in the past due to a fall they had in the spring of 2014. It was clarified that they had therapy in the wrong location following the fall. It was reported that during the implantable neurostimulator (ins) replacement procedure today a white substance (looked like "white paint") was found in the pocket site and was oozing around the device. It was unclear whether this will pose an issue for the replacement procedure. The healthcare professional (hcp) was testing the substance for infection. The issue was considered unresolved at the time of report. There were no further interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.